Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis and fatal cardiovascular coincident with dianeal pd4 unknown therapy. On (B)(6) 2010, the patient began dianeal pd4 unknown therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was not reported. On (B)(6) 2011 the patient died. The cause of death was cardiovascular in nature. It was not reported if an autopsy had been performed. Dianeal pd4 unknown therapy was ongoing at the time of death. It was not reported whether the peritonitis resolved prior to the patient's death. The nurse felt the event of death was not related to dianeal pd4 unknown therapy. An assessment of causality was not provided for the event of peritonitis. The reporter declined further contact.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The patient was performing manual therapy and the patient's healthcare provider stated that the death was unrelated to pd therapy. No further investigation will be conducted.

Manufacturer narrative:
(B)(4).the patient was performing continuous ambulatory peritoneal dialysis. The root cause of the reported condition was undetermined.